Event description:
It was reported that the rigid video scope had the lens on backwards and bent. The issue occurred during preparation for use for a diagnostic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure "bent" was confirmed. The lens is on backwards was not confirmed based in the inspection. In addition, the following reportable malfunctions were identified during the device evaluation: minor stains under lg cover glass, image going out of field. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had the lens on backwards and bent. The issue occurred during preparation for use for a diagnostic procedure that was completed using a similar device. There were no reports of patient harm.